Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer creatinine (crem) module reported an erroneously high patient result. The original result was 696 umol/l and the amended result was 58 umol/l. Patient treatment was not affected in this event.

Manufacturer narrative:
No supplemental sample data was provided by the customer. A field service engineer (fse) was dispatched and replaced the reaction cup assembly in the crem module.